Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the pt was brought in for an aortography and coil embolization of the left internal iliac artery in preparation for aortic stent graft placement. During the embolization procedure the pt developed thrombus around the sheath and ischemia to their left leg. Some clot was removed and the physician reported that he did not feel that he found enough clot to explain the pt's significant symptoms. A thrombectomy was performed. The physician also reported that there was some mild irregularity on the surface of the internal iliac artery, and there appeared to be a dissection flap extending up to the common iliac artery, which was most likely the flow-limiting lesion. The dissection was treated with a covered stent. The pt was sent to the recovery room in stable condition. Later on the same day the pt was brought back to the operating room and implantation of the aneurx stent graft system was completed with good results. The pt tolerated the procedure well; however, it was reported that they expired in 03/2004.